Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and delayed in responding to presses. In addition, it was reported that the pump touch screen timed off sooner than expected. Customer¿s blood glucose was 147 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.